Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The user installed mbl-6 to upper endoscope per user instruction. For first ligation, shot band using suction from endoscope. In order to take a picture on first ligation part, tried to move endoscope. As band and trigger cord got tangled, endoscope cannot move. All bands are shot and trigger cord was cut near handle. User pulled the endo scope out from the pt. Then the user, pushed the remaining trigger cord and band in the pt's mouth into the esophagus using a forceps. The procedure is finished. Our attempts to collect add'l info regarding pt outcome were unsuccessful. While the complaint did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: during the lab eval the report was confirmed using the pictures provided by the user, review of the pictures shows the trigger cord trapped between one or more bands and the varix. A review of the returned components was conducted however, only the handle barrel and proximal end of the trigger cord were returned. The lack of bands and distal end of the trigger cord prevented a complete investigation. The trigger cord was cut 22.5 cm from the proximal end. The handle wheel moved freely and there were no surface defects on the barrel that could have contributed to the event described by the user. A prod specific discrepancy that could have caused or contributed to this observation was not observed during out laboratory analysis. The lot number associated with this complaint was researched to determine the mfg date of the actual bands. We concluded from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusions: the report was confirmed based on the pictures provided however, a definitive cause for this observation could not be determined because the all of the device components, particularly the bands and distal end of the trigger cord, were not included in the return. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty included allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated in the hole or the handle will not function properly. The instructions for use direct the user to place than handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Correction action is not warranted as this time based on the qual engineering risk assessment. Qual assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.